Event description:
The customer requested an event log review. The event details are minimal and are as follows: "attempted to hand potassium IV and programmed pump to run it slowly 30cc/hr per pt preference, started IV and it began to run right in (about 15cc came out). Writer quickly clamped line and tried to troubleshot the pump, not successful, got new pump." There was no pt harm or medical intervention reported. Customer stated that no further pt/event info is available.

Manufacturer narrative:
(B)(4). The event logs and data set have been received and log review is pending. A follow up report will be submitted with evaluation results once the evaluation has been completed. No devices rec'd, log review only.